Manufacturer narrative:
A ge service representative performed an on site investigation. The remote user interface was replaced during the service call. The system was tested and found to be working as intended and put back into service.

Event description:
The customer reported that the remote user interface joystick was not working. When the motorized movements are completely down, the cranial and caudal movements are not available. The system would be effectively unusable. There was no patient injury or death reported.